Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a message that says low air leak, and the water temperature was dropping, and patient temperature was increasing in an arctic sun device. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 41 percentage. After a few minutes the flow was 0.8lpm and inlet pressure (ip) was -7.0psi. Had nurse disconnect pads, rotate connectors and reconnect using proper technique. Inlet pressure (ip) was again got up to -7.9psi, then settled at -7.0psi. Flow rate (fr) was 0.9lpm. Targeted temperature (tt) was 33.5c. Patient temperature (pt) was 34.0c, water temperature (wt) was 16.7c. Baby was awake but not agitated. Explained the water could get as cold at 10c. Asked nurse to continue to monitor patient and water temperatures. Radiant heat not on. If water continued to be cold for an extended period look for signs of heat generation. Continue to monitor the flow rate. If the flow dropped to 0.5-0.7lpm or lower call back. No further calls.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting a message that says low air leak, and the water temperature was dropping, and patient temperature was increasing in an arctic sun device. Flow rate (fr) was 1.0lpm, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 41 percentage. After a few minutes the flow was 0.8lpm and inlet pressure (ip) was -7.0psi. Had nurse disconnect pads, rotate connectors and reconnect using proper technique. Inlet pressure (ip) was again got up to -7.9psi, then settled at -7.0psi. Flow rate (fr) was 0.9lpm. Targeted temperature (tt) was 33.5c. Patient temperature (pt) was 34.0c, water temperature (wt) was 16.7c. Baby was awake but not agitated. Explained the water could get as cold at 10c. Asked nurse to continue to monitor patient and water temperatures. Radiant heat not on. If water continued to be cold for an extended period look for signs of heat generation. Continue to monitor the flow rate. If the flow dropped to 0.5-0.7lpm or lower call back. No further calls.